Event description:
It was reported that during an afib ¿ paroxysmal procedure, a map shift was seen. Both the ablation catheter, lasso catheter and cs catheter shifted position in relation to the carto geometry. The acl function was in used during the case. Both of the acl catheter and the magnetic catheter shifted in the same direction and the same amount of shift. The map shift was approximately 20mm. The customer made a new geometry to solve this issue which was stable during the rest of the case. Upon follow up, bwi received the information on (b64) 2012 (which changed the alert date) that showed the map shift was coming without any storage listings or error message.

Manufacturer narrative:
Evaluation summary: (B)(4). It was reported that during an afib ¿ paroxysmal procedure, a map shift was seen. Both the ablation catheter, lasso catheter and cs catheter shifted position in relation to the carto geometry. The acl function was in used during the case. Both of the acl catheter and the magnetic catheter shifted in the same direction and the same amount of shift. The map shift was approximately 20mm. The customer made a new geometry to solve this issue which was stable during the rest of the case. Biosense field service engineers could not replicate the issue. According to account no other map shift issue have been reported since this complaint. The complaint condition was not confirmed. The device history record review was performed. No anomalies were noted in manufacturing or service of this device.

Manufacturer narrative:
(B)(4).